Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation and conductor coil were found squeezed and damaged 22.5 cm distal to the is-1 connector pin, which probably contributed to the observed electrical issues. These damages probably resulted from a tight suture sleeve. Apart from the mentioned damages, no further anomalies were found that might have contributed to the observed dislodgement. The j curve of the passive lead including the tip did not show any deviations from the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The implantation was performed without problems. Just at the end of the implantation, the electrical parameters were not good and the lead, then, it was intraoperatively repositioned. Two days after the implantation the lead dislodged. Lead was removed and replaced. Should additional information be received, this file will be updated.